Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24011. It was reported the patient experienced high impedance. X-ray confirmed one lead was broken. It is unknown which lead was broken so both have been added. As a result, the system was explanted and replaced to address the issue.